Event description:
A surgeon reported that leakage occurred from the cassette during surgery. It was noticed that the floor was wet. The cassette was replaced and the procedure was completed with no harm to the patient.

Manufacturer narrative:
A sample has been received for in house testing. A root cause has not been identified. (B)(4).